Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with cardiomyopathy for impella support. During support, the device's pigtail perforated the apex of the ventricle. Surgical repair was required.